Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that following the patient's implant on (B)(6) 2021 there were post operation complications caused by renal failure and lung complications. On (B)(6) 2022 their blood cultures were positive for candida parapsilosis. It was communicated that the ventricular assist device (vad) was operating as expected. The family met on (B)(6) 2021 and decided to withdraw care. The patient passed away on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient ultimately expired on (B)(6) 2021. The heartmate 3 lvad, serial number (B)(6), was not returned for analysis. Multiple attempts for additional information were made and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas IFU is currently available. This IFU lists infection, right heart failure, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including the section entitled "controlling infection." Additionally, the section entitled ¿system operations¿ cautions the patient to stabilize their driveline at all times to avoid pulling on or moving the driveline at the exit site. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. Exit site trauma or tissue damage can increase the patient¿s risk of getting a serious infection. The heartmate 3 lvas patient handbook is also available at the time of implant. Several sections of this handbook provide care instructions in regards to preventing infection. No further information provided. The manufacturer is closing the file on this event.